Manufacturer narrative:
Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x12mm promus premier¿ stent was advanced into a guide catheter however the shaft of the stent delivery system snapped in half. The device never went into the patient's body. The procedure was completed using another stent. No patient complications were reported and the patient's status was fine.